Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and was replaced. It was also reported that the right atrial (ra) lead dislodged into the ventricle because it was not fixed with the sleeve. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead, implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.